Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose levels were over 500 mg/dl, 195 mg/dl and 247 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not mention any symptom related to high blood glucose level. The customer also reported that the insulin pump had a hardware low level failure alarm. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer reported that the insulin pump passed the self test. The customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.